Event description:
The customer contacted physio-control to report that their device would not power on during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the device does not power on with dc power. The device does power on when used with ac power. The cause of the reported issue was determined to be due a shorted integrated circuit, designator u4, on the power pcb assembly.

Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on during inspection. There was no patient use associated with the reported event.